Event description:
It was reported that a patient presented on (B)(6) with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, a mitraclip was advanced within the patient and successfully implanted. The procedure was discontinued, the final mr was reduced to grade 1. There were no adverse patient effects or clinically significant delays reported. It was reported that on (B)(6) 2026, the patient returned with recurrent mr grade 3 and dyspnea. The follow-up echocardiogram showed a single leaflet detachment (slda) and the clip was no longer attached to the anterior leaflet. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. Based on available information, the reported slda is possible due to the patient condition, per the physician. The reported dyspnea and recurrent mr appear to be cascading effects of the reported slda. Dyspnea and mr, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported hospitalization and unexpected medical intervention were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.